Manufacturer narrative:
Customer from (B)(6) reported to biomérieux (B)(6) quality control results when using nuclisens® magnetic silica 384t ( lot z018ek1ms). An investigation was performed. Many experiments were performed on (B)(6) applications which did not reproduce the issue. Several silica batches were tested : z018ek1ms, z018cd1ms and z018fl1ms for (B)(6) application and z018ek1ms, z017kg1ms and z018fl1ms for (B)(6) application. An additional rna virus application (coronavirus) was also tested in order to mimic the ic structure. There was no significant differences observed on ic CT between silica batches. The impact of the sample volume was tested : (B)(6) (as claimed for most of the validated biomerieux's downstream applications) versus 1 ml (as used in the customer's test) were extracted. No significant difference was observed between silica batches on positive and/ or internal controls, whatever the sample input volume tested. The silica batch z018ek1ms conformed with (B)(6) and coronavirus applications. Moreover, real time stability testing was performed on one representative batch of silica from each lot (made from the same raw materials). The nucl.magn.silica 384t batch z018ek1ms was made from the same raw material as the silica batch z018eh1ms. All the tests performed on this reference batch, including rna applications (flu and mengo targets), conformed to specifications. The nuclisens® magnetic silica 384t ( lot z018ek1ms) performed within specifications.

Event description:
A customer from (B)(6) reported to biomérieux false negative results for their quality control when using nuclisens® magnetic silica 384t ( lot z018ek1ms). The customer used an altona pcr kit for hepatitis e virus (hev) amplification/detection from plasma samples, extracted with the biomérieux easymag® system. The samples were plasma pools of donor pockets that are then reused for plasma donation. When the customer used a new silica batch (z018ek1ms), they observed an under quantification or false negative results with the quality control (a known hev positive plasma sample) and the value of the internal control (ic) is also higher than expected. The previous silica lot performed without issue. Due to the incorrect qc value out of the expected range, runs could not be validated. Samples were re-extracted with the previous silica lot. There was a delay of one week after the expected timeframe for reporting results. The customer stated that no patient was impacted, as only the customer internal control has been impacted by the issue. A biomérieux internal investigation will be initiated.